Manufacturer narrative:
Isi received the vse instrument associated with this complaint and completed investigations. Failure analysis investigations confirmed but did not replicate the customer reported complaint that the vse instrument blade failed to retract. Based on log review, the instrument was found to have 1 homing failure during initialization. However, the homing failure was not replicated during in-house testing. Also per the log review, the instrument had 1 blade jammed failure. However, no dislodged blade was observed during in-house testing. No conductor wire damage or snake wrist damage was found. There was no bio debris found at the instrument tip. The root cause of a dislodged instrument blade is typically attributed the user. The instrument was placed and driven on an in-house system and passed initialization. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in a directions. The jaws opened and closed properly. The instrument passed cut and energy delivery tests. No sealing issues were observed. The instrument passed jaw ceramic dot verification and ceramic dot swipe tests. Electrical continuity testing was performed and passed. The grip force test was performed and passed. No videos/images were provided by the customer for review. This complaint is being reported due to the following conclusion: during a da vinci-assisted benign hysterectomy surgical procedure, the vse instrument blade failed to retract and an "exposed blade" message was generated. When the event occurred, bleeding was observed and the vse instrument would not cauterize. To stop the bleeding, a second vse instrument was used. The cause of the intra-operative bleed is unknown and it is unclear if an insufficient sealing event had occurred involving the vse instrument.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure that the vessel sealer extend (vse) instrument blade failed to retract and an "exposed blade" message was generated. There was some bleeding and the instrument would not cauterize. Once removed from patient, the instrument did not reset. To stop the bleeding, a second vse instrument was used. There was minimal delay in the case, approximately 7-10 minutes. The blood loss volume was not provided. There was no reported injury to the patient. Intuitive surgical, inc. (Isi) obtained additional information regarding the reported event from the customer. The event occurred while the surgeon was attempting to seal a uterine artery with the vse instrument. The vse instrument reportedly worked for more than half of the procedure. During the sealing cycle of the vse instrument, the surgical staff did not recall hearing any audible tones. There was no tissue tension during the sealing/cutting process. The uterine artery was not greater than 7mm or calcified. The target vessel was also not exposed to previous radiation or chemotherapy. Isi has attempted to obtain additional information. However, as of the date of this report, no further details have been received.

Manufacturer narrative:
Refer to field h9 for the corrected information.

Event description:
Refer to h10/h11 for follow-up information.